Manufacturer narrative:
Section h3 & h6: device evaluation summary--the valve was examined with a light microscope at 10x-40x magnification and a fractographic analysis was done. According to the valve examination report, the fractograpnic failure analysis concluded that the left leg failed first. Propagation was by fatigue for both the right and left outlet strut legs. There was 50% burnishing on the left outlet strut face and less than 5% burnishing on the right outlet strut face. Crack origin was on the inflow side at the 6 o'clock position for both the left and right outlet strut legs. According to the report, "the root cause was due to fatigue at the initiation sites for both legs." Wear patterns, scratches, and instrument marks typical for a valve implanted for 18 yrs were observed on the flange inner diameter, rims and inlet strut. The fractographic analysis indicated that no anomalous attributes were found that might have been responsible for the outlet strut fracture.

Event description:
The initial reporter advised shiley of the pt's death following an alleged outlet strut fracture of the pt's implanted bjork-shiley convexo-concave mitral heart valve. Copies of photographs obtained by the initial reporter were received by shiley which indicated that the outlet strut of the bscc valve had fractured.